Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calefied lesion in the mid left anterior descending artery. Following pre-dilatation, a 2.75x28mm xience prime stent was deployed; however, a dissection was noted. A 2.75x12mm xience xpedition was used to successfully cover the dissection and timi iii flow was achieved. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.